Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2012 and lens opacity was noted on (B)(6) 2014. The lens was explanted on (B)(6) 2014 and not replaced. The patient's last bcva was 20/22. See MFR# 2023826-2015-00759 for the other eye.